Manufacturer narrative:
Date sent to the FDA: 11/8/2019. A manufacturing record evaluation was performed for the finished device lot number par806, and no non-conformances related to the reported complaint condition were identified. Additional summary: a detached needle and a suture piece were returned for evaluation. This product code is double armed. During the visual inspection of the detached needle, the swage and attachment area were noted to be as expected. However, body fluids, no suture remnant into the barrel hole and marks by the use of a surgical instrument could be observed. In addition, the suture ends were noted cut appears to be by the use of a surgical instrument. When handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders. Per the condition of the sample, the assignable cause of the performance pull off suture needle is an improper handling.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Events captured in mw 2210968-2019-88679.

Event description:
It was reported that a patient underwent an unknown cardiac procedure on (B)(6) 2019 and suture was used. The problem of pulling off suture needle happened after sewing for several stitches in the surgery of cardiac operation. Changed another one to continue the surgery, but the problem happened again when it was about to sew. Changed another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.